Event description:
The pt had an infection. The implantable neurostimulator was explanted. The pt recovered from the infection and was reimplanted in 2009. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See also manufacturer's report # 3004209178-2009-08447.